Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. As per the investigation procedures creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, d9, h3, h6.

Event description:
Healthcare professional reported severe encapsulation with pain confirmed via mammogram. Later, healthcare professional reported intense pain and capsular contracture baker grade IV. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV. Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported severe encapsulation with pain confirmed via mammogram. Later, healthcare professional reported intense pain and capsular contracture baker grade IV. This record is for right side. The device was explanted and replaced with another manufacturer's device.